Event description:
It was reported that approximately one year and three months post-hip procedure, the patient underwent a hip revision due to dislocation. A new stem was implanted to hopefully help with version. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk competitor femoral head and stem. Complaint is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The patient had a competitor head. It is unknown if that caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.